Event description:
The user facility reported that the device came apart during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected data: d9/h3 h3 other text : device not available.

Event description:
The user facility reported that the device came apart during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.